Event description:
Caller reported a cgm error 42 but successfully reset the pump, which resolved the issue. There was no adverse impact to the customer's blood glucose level. Caller successfully started their sensor session following the resolution.